Event description:
Unit was not connected to a patient. Unit was brought to our shop because it did not power up.

Event description:
Pulmonetic system, inc. Received a call from a representative of facility on 12/04/02. The representative reported the following problem: unit will not power up.